Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -7.5/1.0/088 (sphere/cylinder/axis), was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024, the lens was exchanged for a same model, power, and length, opposite toric meridian due to excessive vault. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Device evaluation. H6: the lens was returned with residue/debris on product within a microcentrifuge vial. Visual inspection found a haptic torn/bent/deformed/stretched out lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).